Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) 6 months ago. There is a concern that the battery has depleted earlier than expected. This device is not part of any advisory.